Event description:
Complainant alleged that clinicians were attempted to pace a pt via anterior-posterior electrodes and the device failed to capture the pt's heart rhythm. Complainant indicated that the pt was administered a "class of medication that could have contributed to the failure to capture" the pt's heart rhythm. The name of that medication is not known. Complainant indicated that the clinician was transferred to another dept and there was no adverse effect to the pt as a result of the reported malfunction.